Event description:
Ous MDR - it was reported that 11 months after the implantation the ventricular threshold was high and there was no stimulation. During the revision, while pulling the lead, the distal part of this lead detached and remained in the patient. No adverse patient side effects were reported. The device was returned, but it is unclear if all of it was returned.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The lead tip including the tines weren't returned for analysis. It is reasonable to assume, that the dissection of the lead originated from the explantation procedure. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. With regard to the pacing issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The dc resistances of the conductor fragments were investigated. No peculiarities were found. In summary, cuttings in the insulation and deformations of the outer coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.